Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Clinical data log showed current values were not less than 1na before sensor terminated indicating that the residual fluid and moisture was continuing to react with the sensor chemistry. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The issue was not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced a seizure and loss of consciousness, and was treated by a non-healthcare professional. However, the customer did not provide treatment details. There was no report of death or permanent impairment associated with this event.